Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported during use an unspecified vacutainer blood collection tube had a broken lid/cap. The following information was provided by the initial reporter: "the blue or green cap actually broke during draw, spilling blood over the doctor or tech. During the past 8 years there were several incidents where either the ¿blue¿ or ¿green¿ (citrate and heparin) cap actually broke during draw thus ¿spilling blood over¿ the doctor or the techs. The customer was not sure how the caps broke and she does not have the dates of these incidents. She does not have any further information."